Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam was replaced to address the issue. In addition, the device had dust failure and displayed error code e066 (err_stuck_encoder_b), e051 (err_corrupt_compliance_log), e055 (err_therapy_queue_full), e065 (err_stuck_encoder_a). Lastly, the device was scrapped.